Event description:
This pt expired around (B)(6) 2011. The exact date and cause of death is currently unk. No additional info is available at this time. Should additional info become available, this report will be updated.